Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 2 cm left iliac artery aneurysm approximately 6 weeks ago. The physician commented that the aorta was too small to accommodate both limbs of the bifurcated stent graft. It was reported that the entire aneurx stent graft and both limbs were found occluded on approximately 2 weeks post implant and, the proximal portion of the bifurcated stent graft was found covering the left renal artery. The patient was brought in and an axillary to femoral and a femoral to femoral bypass were performed to resolve the aortic occlusion followed by placement of stent in the left renal artery. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation: results: graft occlusion, arterial and venous occlusion. Aorta was not large enough to accommodate both limbs of the bifurcated stent graft. Conclusions: aorta was not large enough to accommodate both limbs of the bifurcated stent graft.